Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Device component code 430 relates to device problem code 1069 for the reported event of pull wire broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2018. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the pull wire broke near the handle leaving the stone trapped inside the basket. The working length was then cut to remove the handle, and the basket with the entrapped stone was left inside the patient. The patient was transferred to another hospital where a mechanical lithotripter from olympus is available to remove the basket and stone. There were no patient complications reported as a result of this event.